Event description:
It was reported that stent dislodgement occurred. A 2.50 x 16mm synergy xd drug-eluting stent was selected to treat the lesion. However, during preparation, the stent came off the balloon once put into the guide catheter. The device was removed successfully. The procedure was completed with no patient complications were reported.

Manufacturer narrative:
B5: describe event or problem-updated.

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 16mm synergy xd drug-eluting stent was selected to treat the lesion. However, during preparation, the stent came off the balloon once put into the guide catheter. The device was removed successfully. The procedure was completed with no patient complications were reported. It was further reported that the target lesion was located in a circumflex artery. The stent began to come off of balloon, but never fully came off. The procedure was completed with a new device.